Event description:
According to available information, this device was explanted as one of the cylinder's came out of the corpora. A new malleable device was implanted. No additional adverse patient effects were reported.